Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. No motor position encoder error alarm noted in alarm history screen. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. We were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The insulin pump had a severely scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
See supplemental report.

Manufacturer narrative:
The initial report was missing the event description. The information has been provided with this report.

Event description:
It was reported via phone call that the insulin pump is alarming motor error alarm. The customer changed her site, now is alarming no delivery. The customer's blood glucose was 126mg/dl. Customer stated the alarm occurred during prime. Performed displacement test and it passed. The customer stated the insulin pump continued alarming even after troubleshooting. The customer was advised the insulin pump will be replaced and revert to back up plan.